Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After inserting the device into left external iliac artery, a completion angiogram showed large endoleak. A bare stent was inserted into the proximal stent of the device as a result of this occurence. No adverse effects to the patient were reported due to this occurrence.